Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 516 mg/dl. Customer experienced different blood glucose levels of 340 mg/dl, 292 mg/dl, 516 mg/dl, 400 mg/dl and 500 mg/dl. Current blood glucose level was 516 mg/dl. Customer treated with manual injections. Customer stated that the bottom of reservoir was leak. Troubleshooting was performed based on customer report customer did allege pump was under delivering. The product will not be returned for analysis.